Event description:
It was reported that the insyte 24ga x 0.75in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when uncovering catheter #24 to puncture the pediatric patient a strange particle is observed so it is not used.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when uncovering catheter #24 to puncture the pediatric patient a strange particle is observed so it is not used.